Manufacturer narrative:
The cello balloon guide catheter and 9fr introducer sheath (competitor device) were returned for analysis. No issues were found with the main lumen or balloon lumen hubs. The balloon inflation port was found to be intact. No kinks or bends were found with the cello balloon guide catheter body; however, the balloon was found to be ruptured. The circumference of the balloon was found to be completely torn with the proximal end and distal ends still attached. No other anomalies were observed with the cello balloon guide catheter. The pinnacle 9fr introducer sheath was then examined. The introducer sheath was found to be kinked. During handling, the introducer sheath kinked again. No other anomalies were observed. The cello balloon guide catheter will be sent for further investigation. The (terumo) pinnacle 9fr introducer sheath will be returned to the manufacturer. The investigation is still underway. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the during the procedure, the cello balloon was alleged to have ruptured and split during the case. The balloon was reported to have performed as intended during the preparation testing. The balloon was placed in internal carotid artery (ica) and then failed to inflation. It was suspected that balloon tore, when it was inserted in to the sheath. There was resistance from the initial insertion of the cello when advanced through the sheath. There was no patient injury.

Manufacturer narrative:
Based on the device analysis and reported information, the report of balloon rupture was confirmed. It is likely the reported event details contributed to the rupture of the balloon. The outer diameter (od) of the cello balloon guide catheter was found to be larger than the inner diameter (ID) of the introducer sheath. Therefore, it is likely the incompatible ID of the introducer sheath contributed to the event. The introducer sheath was found to be kinked. It was reported the introducer sheath became kinked after the procedure; therefore, would not have contributed to the event. Based on above investigation result, the balloon ruptured for same reasons, however, we couldn't find the cause. If the sheath introducer was not our recommendation, midikit and was a smaller port, it may cause punctured balloon or damage (e.g. Pinhole) by load at intubating. Such damage might cause the rupture. All products are 100% inspected for damages and irregularities during manufacture. Per the cello instructions for use (IFU): ¿after ensuring that the bal loon is fully deflated, wet the distal shaft with saline and insert the balloon portion of the catheter into the inserter. Gently insert the tip of the guidewire and the inserter/guide catheter assembly through the proximal valve of the introducer sheath. During insertion of the catheter, when the balloon passes the sheath inducer, pull back the inserter only and peel it away from the catheter.¿ in addition, ¿never advance or torque the catheter against resistance without careful assessment of cause of resistance using fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel or the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.